Manufacturer narrative:
The pump remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.

Event description:
It was reported that the patient had loss of consciousness when standing up and he struck his head. The vad team have treated him for ongoing postural hypertension and adjusted his medication.